Event description:
It was reported that unstable high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 15.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.